Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery was found to be low and was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Review of the device's software log verified the device had 3 unexpected shut downs at the time of the event.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.